Event description:
It was reported that a spectrum pump failed to alarm downstream occlusion at 24 and 26.3 pounds per square inch. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device passed downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined, however the force sensor will require calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.